Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated. The outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned stretched with the outer insulation pulled out of the electrode ring, and the distal conductor distorted within is-1 connector due to explant damage. Tests performed using destructive analysis, no insulation breach or fracture in vivo were observed. If information is provided in the future, a supplemental report will be issued.